Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-510j-(B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the fiber appears blackened near the heat shrink tubing open end; the heat shrink tubing exhibits mild signs of abrasions near the open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, fiber damaged at tip - fiber had hit the prostatic stone then the fiber got damaged at 107,184 joules and 22:45 minutes of usage. The procedure was completed with a second fiber at 354,241.joules. Patient outcome: no injury to patient reported.